Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient an adverse event that occurred on (B)(6) 2015. On (B)(6) 2015 the patient went to a friend's party and drank some alcohol. In the late evening (after midnight), the patient's mother picked him up. At this time the receiver screen displayed dash marks (indicating no connection) although the receiver was being carried in the pocket. The patient's glucose was checked with a glucose meter, which read 98mg/dl, before the patient went to bed. Patient drank some more water as well. Patient's mother checked the receiver again at 2:00am and it showed still dash marks even though it was directly next to bed. The next morning, (B)(6) 2015 at 9:30am the patient's mother found the patient in a comatose and epileptic state. The continuous glucose monitoring system was not working. The patient experienced severe hypoglycemia. An ambulance was called and the patient was brought to the hospital. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom received additional information regarding a patient's allergic reaction that occurred on (B)(6) 2015. It was reported that the patient experienced a contact allergy from the cyanoacrylate used in the production of the sensor patch. Cyanoacrylate is present in the glue used to attach the housing of the sensor to the top (non-skin adhering side) of the patch. Patient's parent believes that the cyanoacrylate may migrate to the adhesive touching the skin, before it has hardened, coming into direct contact with the patient's skin. Patient's doctor concluded that the patient experienced an allergic reaction to the cyanoacrylate contained in the glue, used to adhere the sensor pod to the top of the mesh of the patch and not the adhesive that adheres directly to the skin.

Manufacturer narrative:
(B)(4).